Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d8. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the blade breakage adversely affected performance over time, causing the device to overheat and fail. The cause of blade breakage and dust could not be estimated. It was also noted that e101 is a light source temperature switch error message. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the light source was displaying an e101 error message. Additionally, dust was discovered inside the block, especially on the power supply cooling fan blades, likely causing the device to overheat. Furthermore, several blades of the lamp cooling fan were found broken. It was also noted, that a non-olympus bulb was being utilized in the light source. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii xenon light source began presenting an e101 communication error during an unspecified procedure. According to the initial reporter, the procedure was completed successfully using a similar device without any harm noted to the patient.